Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fragmentation right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain upper ("its been 8 years and I have had constant migraines and stomach pain I am praying that I can get it removed soon"), migraine ("its been 8 years and I have had constant migraines and stomach pain I am praying that I can get it removed soon"), facial paralysis ("bells palsy") and arthralgia ("right hip pain"). At the time of the report, the device breakage, abdominal pain upper, migraine, facial paralysis and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, device breakage, facial paralysis and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fragmntation right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain upper ("its been 8 years and I have had constant migraines and stomach pain I am praying that I can get it removed soon"), migraine ("its been 8 years and I have had constant migraines and stomach pain I am praying that I can get it removed soon"), facial paralysis ("bells palsy") and arthralgia ("right hip pain"). At the time of the report, the device breakage, abdominal pain upper, migraine, facial paralysis and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, device breakage, facial paralysis and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events device breakage and hip pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.